Event description:
Patient is hypotensive, systolic blood pressure at 1200 was 80's and @ 1215 was 102. Patient is on neosynephrine drip at 80 mcg/min. Bag is empty, new bag and tubing is ready to be hung. New bag is double strength. Patient complains of feeling lightheaded. Earlier in the shift, when her systolic pressure was 78, she complained of lightheadedness. Braun pump is used, prompt followed as to when to keep the roller clamp closed or opened. After re-programming for the new concentration, I pushed the "start" button, but there was a message that said: "invalid, check cassette." I opened the cassette and the tubing is in place, nothing out of the ordinary was noted. Again, I pushed the "start" button and got the same message: "invalid, check cassette." I pushed the nbp to check her pressure. It was 195 systolic. While looking up at the blood pressure, I noticed that the neosynephrine bag was half empty. I reached over abd closed the roller clamp.a recheck in 1 minute showed 175 systolic. Patient complained of abdominal pain and tongue swelling. Tongue is white. Patient is medicated with benadryl 25 mg IV and ntg tablet sublingual twice. Spo2 88% on 3l of o2, increased fio2 to 6l per nasal cannula. Rt gave patient a treatment.